Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 4/15/2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 4/22/2021. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation occurred. There was something white inside the hub of the vizigo sheath that did not allow the dilator to advance forward into the sheath. The hemostasis valve (gasket) did not break into separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The sheath was replaced, and the issue was resolved. No adverse patient consequences were reported. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A manufacturing record evaluation (mre) was performed for the finished device 00001509 number, and no non-conformances related to the complaint were found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with 11/17/2020. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation occurred. It was reported that there was something white inside the hub of the vizigo sheath that did not allow the dilator to advance forward into the sheath. The hemostasis valve (gasket) did not break into separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The sheath was replaced, and the issue was resolved. No adverse patient consequences were reported. With the information available, this event was assessed as a hemostatic valve separation issue, as it is most likely that the white hemostatic valve became dislodged inside the hub which prevented the dilator to be advanced.